Event description:
A philips v60 ventilator failed its grounding inspection during routine preventative maintenance because of a bad grounding wire connected to the gas output area. A technician confirmed the failure on-site, replaced the bad cable, and the machine passed all electrical safety and performance tests before being cleared for use. The device was documented as outside of use during a scheduled preventative maintenance window. No use harm or injury.